Manufacturer narrative:
(B)(4). A2: patients aged <30 years d6a. Implant date: between (B)(6) 2008 and (B)(6) 2019. G2. Report source: south korea. ''Literature: similar wear rates of 1st and 2nd generation highly cross-linked polyethylene in primary total hip arthroplasty in patients less than 30 years of age: a minimum 5-year follow-up. Jung shin kim, min UK do, jung bum han, sang-min lee, nam hoon moon, kuen tak suh, won chul shin. Orthopaedics & traumatology: surgery & research. Pages (1-6). 2024. Https://doi.org/10.1016/j.otsr.2025.104178''.

Event description:
On 01-apr-2025, a journal article was retrieved from orthopaedics & traumatology: surgery & research 2025 that reported a study from republic of korea. The purpose of the study was a retrospective comparative study aiming to determine: the wear rate, survivorship's of the 1st and 2nd generations of hxlpe in patients aged <30 years who underwent tha. The study reviewed 121 patients, 150 hips of ceramic-polyethylene articulation tha that was performed between 2008-2019. These patients were divided into two groups: 80 hips for 1st generation hxlpe and 70 hips for 2nd generation vepe. The indication for surgery was joint arthritis or avascular necrosis. All surgeries were completed in lateral decubitus position using a posterolateral approach. Additionally, the study used acetabular cups, specifically trilogy (80 hips) and g7 (70 hips). As well as using trilogy cup and fmt stem with 1st generation hxlpe and with 2nd generation vepe, the g7 cup and microplasty stem were used. The femoral head component was biolox delta. The study population average age of 27 years of age at time of surgery; 89 males and 61 females. Follow-up was conducted at 3 weeks, 6 weeks, 3 months, and 6 months, and annually thereafter a mean length of follow-up for vepe was 5 years 12 months and hxlpe 8 years 12 months. It was reported that the patient had recurrent dislocation due to slipping, and this event led to dislocation with a reduction and hip brace, subsequent and approximately 3 months after implantation the dislocation resulted in revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. - product has not been returned. No product evaluation was able to be completed. - devices are used for treatment. - reported event is not related to device therefore, a compatibility review is not applicable. - no further actions will be initiated as a result of reported event. - root cause of the reported event is not device related. It was reported that a patient sustained a slip and fall resulting in dislocation. A single incidence of dislocation significantly increases the risk of recurrent or subsequent dislocation due to the traumatic stretching that occurs within the joint, leaving the hip lax and less stable. Revision to a more constrained construct provides greater stability and decrease risk of dislocation recurrence. As the complaint indicates, the patient suffered a traumatic fall unrelated to implanted devices leading to revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.